Event description:
The customer reported that the system displayed a generator system error message and nothing would work. The system was rebooted three times with no change. They were able to remove the patient from the table. There was no patient injury reported with the problem.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.